Event description:
It was reported that during an unknown procedure, the device worked fine initially but upon the second firing, the jaws did not seem to close properly as the grey closing trigger seemed to get stuck but the device closed eventually. It was further reported that afterwards, the home button did not bring back the jaws to neutral position, but slightly off-center. The procedure was completed with a delay of three minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/25/2025. D4: batch #297d48. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and without reload present. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. The event described of incomplete articulation homing could not be confirmed as the articulation mechanism was totally functional during functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #psee45a, with lot/batch #m9ax9x, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 297d48, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.